Manufacturer narrative:
The ge representative conducted an onsite investigation. The high voltage transformer tank assembly, the x-ray tube, the snubber pcb, the single board computer, the general purpose operating system pcb, the x-ray tube cover, and the igbt insulator were placed. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a communication failure and an overload fault error message. No pt injury was reported.